Event description:
Customer reported having trouble with the infusion set not sticking. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.